Event description:
The customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 400 mg/dl. The customer had been feeling very sick on friday night with a blood glucose reading of 408 mg/dl, and she went to the hospital on saturday. The customer was taken off the pump and was put on an IV drip. The doctor told her that the pump was working fine, and that it must have been an issue with the infusion set, and also the fact that she was sick. The customer declined troubleshooting as the doctor felt the pump was functioning properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2018. The customer did experienced the symptoms such as vomiting. The insulin pump will not be returned for analysis.